Event description:
It was reported that after implant, the patient had severe left-arm tremor. All pole combinations (8,9,10,11) showed high impedances greater than 40,000 ohms. The physician suspected the extension was not completely inserted in the connector block of the implantable neurostimulator (ins) and performed a revision in the or. During the revision, the screws on the channel of the ins with "exposed extension" were loosened and the extension was removed and reinserted. Following the revision only pole 11 (c<(>&<)>11, 8<(>&<)>11, 9<(>&<)>11, 10 <(>&<)>11) showed high impedances greater than 40,000 ohms. After reprogramming to exclude pole 11, the patient had good symptom relief and no further tremor. It was noted that the patient was "about (B)(6)" old. There was no patient injury.

Manufacturer narrative:
(B)(4). Extension: model unknown, serial# unknown, implanted: unk, explanted: unk; lead: model unknown, lot# unknown, implanted: unk, explanted: unk.